Event description:
It was reported that this right atrial (ra) lead had exhibited an infection. The patient was treated with antibiotics. No additional adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited an infection. The patient was treated with antibiotics. No additional adverse patient effects were reported. The ra lead remains in service. Additional information indicated that the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; e1: initial reporter; e2: health professional?; e3: occupation; e4: init rptr also sent rep to FDA; and g2: report source. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited an infection. The patient was treated with antibiotics. No additional adverse patient effects were reported. The ra lead remains in service. Additional information indicated that the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the h6: impact codes. If information is provided in the future, a supplemental report will be issued.